Event description:
It was reported that the customer received an unexpected restart alarm, a (B)(4) software anomaly alarm, as well as a external ram error alarm. Customer's blood glucose levels at the time 168mg/dl. Customer treated with manual injection. Troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.